Manufacturer narrative:
The insulin pump had a frozen display and a constant tone due to a faulty component on the mother board. The buttons responded properly and no anomalies noted to the keypad connector or traces. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the buttons were stuck and unresponsive. Customer changed the battery and the insulin pump alarmed a low battery alarm and prompted to find the sensor, then proceeded to hum. Customer's blood glucose was 91 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.